Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was displaying an error 4 and an unknown error message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient tests four times a day and manages her diabetes with novolog (sliding scale; based on blood glucose result and food intake) and insulin n (55 units (morning and evening) the patient confirmed the alleged issue began in late (B)(6) 2013. The patient indicated she did not have a secondary/back up meter. As a result of the alleged meter issues, the patient indicated she did not administer her novolog insulin for approximately five to six days; however, she clarified she did take her usual daily dose of insulin n insulin. According to the patient, as a result of the alleged meter issues, she ¿did not feel well¿ for approximately four to five days and developed symptoms of sweating and clammy an unknown date/time later. The patient indicated when she ¿knew¿ that her blood glucose was low she would consume orange juice and candy as treatment; and felt better within an hour. The patient clarified she did not begin to administer her novolog until she received the replacement meter from lfs. At the time of troubleshooting, the csr verified the patient was using the correct test strips, the patient was using the proper testing technique (per owner¿s booklet recommendation), and the test strip completely drew in her blood sample; however, the alleged meter issues remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.